Event description:
It was reported that customer was hospitalized due to dka and pump just stopped per md. Customer's family member called stated that the customer was at a ball game and pump just stopped. Family member wants the pump to be replaced.